Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain and adverse reactions to metal debris. No revision surgery has been reported to date. Additional information provided in a review of invoice history confirms the initial surgery date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states "early or late postoperative infection and allergic reaction. Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-01208 / 01211).

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain and adverse reactions to metal debris. No revision surgery has been reported to date. Additional information provided in a review of invoice history confirms the initial surgery date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received on patient's medical records revealed the patient underwent a right hip revision on (B)(6) 2014 due to pain. The patient's operative report noted fluid. The modular head and taper adapter were removed and replaced with an active articulation head. Further information received suggests that patient was bilateral and underwent left total hip arthroplasty with competitor components in 2000 and was revised with a poly exchange in (B)(6) 2013. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2014.